Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high threshold and no sensing was observed on the right ventricular lead. Diagnostic imaging was performed and confirmed the right ventricular lead was dislodged. The lead was explanted and replaced and the patient was in stable condition.